Event description:
It was reported that the patient had had an implantable neurostimulator (ins) replacement in (B)(6) 2013 and was ¿not doing any better¿ after the replacement. The patient¿s leads were removed 2 weeks after the ins was replaced to allow the patient to have an MRI. Only the ins remained within the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3587a25, lot# n179484, implanted: (B)(6) 2009, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the neurostimulator (ins) was on when interrogated, but, per the healthcare provider, op note stated the lead and extension were explanted by another healthcare provider in (B)(6) 2013; all electrodes > 10k, patient did not recall having surgery. The hcp is sending the patient for thoracic x-ray to determine status of lead/extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Rep stated that the cause of high impedance was no leads. No further patient symptoms or complications were reported in this event.